Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there had been delays in getting the medication, and the request was showing as rejected on the machine. A technical support specialist (tss), after reviewing the sync records (backend) for hydromorphone, found that it had been approved 4 and 20 minutes before the one displayed. The request appeared to have been approved multiple times, and the time displayed in myqlink happened to show the last time it was approved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower rxverify information was needed and that the request was showing rejected on the machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.